Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the customer had difficulty deflating the cuff on the endotracheal tube. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the inflation/deflation was difficult. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that post procedure; the customer had difficulty deflating the cuff. The customer reported that there was no patient harm.